Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported the extension set cracked and leaked below the y-site while connected to a primary set that was connected to a PICC and infusing tpn. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a crack below the y-site was not confirmed. Visual inspection showed no cracks anywhere on the set. Functional and pressure testing was performed; no leaks were observed. The root cause of the reported crack was not identified.